Manufacturer narrative:
Patient weight is not available for reporting. Other number (B)(4). Device is not expected to be returned for manufacturer review/investigation. A review of the device history record for part number 04.038.325s and lot number 7710916 revealed no complaint related anomalies. The device history record shows this lot of tfna helical blade 125mm sterile product was processed through the normal manufacturing and inspection operations with no rework or non-conformities noted. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications with no non-conformance noted. This raw material lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient had original surgery on (B)(6) 2016 due to a broken proximal femoral fracture for an unknown trauma event. The patient presented with a non-union. Also, the trochanteric fixation nail advanced (tfna) helical blade implant was starting to penetrate thru the femoral head. Revision surgery was performed on (B)(6) 2016 to remove the tfna nail, helical blade and a 5.0mm titanium locking screw. Patient was revised to a competitors nailing system. Upon examination, the explanted tfna implants were in good condition. Surgery was completed successfully and the patient is reported to be in stable condition. Concomitant devices reported as: 11mm/130 degree titanium tfna 170mm-sterile nail ( part # 04.037.142s, lot # h075343, quantity 1), 5.0mm ti locking screw ( part # unknown, lot # unknown, quantity 1). This is report 1 of 1 for (B)(4).